Event description:
It was reported that device damage occurred. A left atrial appendage (laa) closure procedure was performed, and a 40mm watchman flx pro closure device was implanted on (B)(6) 2024. The patient was discharged. The patient arrived at the hospital in atrial flutter on (B)(6) 2026 and was symptomatic. The physician ordered a transesophageal echocardiography (tee) prior to performing synchronized cardioversion. On tee, there appeared to be a fractured strut directed upward and outward from the closure device toward the limbic wall. The planned cardioversion was postponed until the situation could be further accessed and a plan of action formulated because the physician was concerned about the tine perforating the atrium. An unsuccessful attempt was made to terminate the arrythmia through pacing maneuvers with his implanted pacing device. The physician discharged the patient with plans for readmission on (B)(6) 2026 to administer ibutilide for arrhythmia conversion and to perform a computed tomography (CT) scan for further access the issue.